Event description:
Healthcare professional reported a left side deflation. Patient reported left side deflation, tenderness, pain, burning, loss of fullness, "full of all kinds of stuff and black mold." Patient additionally reported "insomnia, fibromyalgia, rheumatoid arthritis, spatio arthritis, numbness in the feet," "gained over 100 lbs, fatigue, brain fog, feet and hand pain, can't sleep, a lot of general inflammation, can't raise arms above shoulders, and breast implant illness"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Patient reported left side deflation, tenderness, pain, burning, loss of fullness, "full of all kinds of stuff and black mold." Patient additionally reported "insomnia, fibromyalgia, rheumatoid arthritis, spatio arthritis, numbness in the feet," "gained over 100 lbs, fatigue, brain fog, feet and hand pain, can't sleep, a lot of general inflammation, can't raise arms above shoulders, and breast implant illness"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on plug strap bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Other-technical: observed, yellow particles in device inner surface but no black mold is observed. Malaise-ndr: not applicable as the event is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Inflammation/irritation-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Sensation increase/decrease-ndr: not applicable as the event is not related to the device. Arthritis-ndr: not applicable as the event is not related to the device. Arthritis rheumatoid-ndr: not applicable as the event is not related to the device. Fibromyalgia-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Wear abrasion is observed.